Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk; also, unable to complete functional test due to a33 alarm. However, all operating currents are within specification and passed off no power test, self test and displacement test. No unexpected low battery or off no power alarms noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 14.5 mmol/l at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was protruded. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.